Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry fell on an outstretched hand and suffered a periprosthetic fracture. The patient underwent surgery, and the univers revers system was implanted on (B)(6) 2023. Twelve months later, in (B)(6) 2024, was when the patient fell and suffered the periprosthetic fracture. This was diagnosed by a facility different from the research facility. The patient then underwent a revision surgery for a periprosthetic fracture fixation. The patient's range of motion is still very limited. This event was initially indicated as a possibility related to the univers revers implant system. Additional information received on 10/17/2024: the exact date of the revision surgery is unknown. No additional arthrex products were implanted during the may revision surgery. An x-ray from (B)(6) 2024 shows that the fracture has healed.

Manufacturer narrative:
Additional information: h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.